Event description:
It was reported that during a pulsed catheter ablation procedure using the catheter pscc100 pulseselect, after successful ablation of the right pulmonary vein, difficulty was encountered when attempting to attach to the left upper pulmonary vein, as the cathetercould not be withdrawn back into the sheath. Multiple attempts to withdraw the catheter were unsuccessful. The catheter was then removed from the body for adjustment, at which point it was found that the sliding button on the catheter could not be fully pushed to the top. On-site technical support recommended replacing the catheter, and the procedure was successfully completed with a replacement catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0013034376 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, an inverted array was observed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the catheter failed the returned product inspection due to an inverted array and tangled electrode wires in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.